Event description:
A distributor reported a malfunction of a pump identified by code malfunction 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Customer reverted to using multiple daily injections (mdi) as a backup therapy to ensure continuity of insulin delivery.